Event description:
It was reported that metallosis at juncture of the acetabulum - cup never received bone ingrowth.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.